Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer continued to perform the load fill tubing sequence and the issue was resolved. Customer's blood glucose was high and a manual injection was administered to address.